Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Upon evaluation of the instrument, the cse did not find an instrument malfunction. The cse proactively replaced the lamp and heterogeneous module pumps, cleaned windows, and performed system alignments. A system check was run an passed and quality controls resulted within range. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.